Manufacturer narrative:
Product analysis: visual and optical examination revealed the peek implant ears have been broken off and not returned for analysis. Optical inspection did not identify any damage or surface marks to the nose of the upper component. It appears the ears of the implant were overloaded during the implant insertion procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative lumbar scoliosis; and underwent posterior lumbar interbody fusion at l5-s1. Intra-op, during cage insertion, breakage occurred to the boundary between the peek part and the titanium part of the cage. It was checked that the cage was stuck with the bone during cage insertion. The peek part was towards the cranial side and the titanium part was towards the caudal side. The cage was then taken out. No fragment of the broken cage remained inside the patient. Then, setting on the right side was performed first, followed by insertion of a new cage on the left side again. There were no patient complications reported as a result of this event. When the broken cage was examined, back end of the cage had damage on both sides. The broken fragments of the cage were discarded.